Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with inappropriate shock in a parking lot. Upon review, the implantable cardioverter defibrillator delivered inappropriate high voltage therapy for supraventricular tachycardia with rapid ventricular rate. No intervention was performed. The patient was in stable condition.